Event description:
Customer reported a malfunction alarm from a pump, which indicated an error during the early morning. The patient experienced a blood glucose reading of 285 mg/dl. As a corrective action, a contingency plan was implemented for the remainder of the night, with regular monitoring of blood glucose levels via capillary blood sampling. The customer reverted to an alternate form of insulin therapy.